Event description:
On 7/11/02, phoenix biomedical was contacted by facility concerning the sterilization of cd-19 (k-tube). A pt that had been implanted with a phoenix k-tube was presenting with headaches.